Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. It was noted that the insulation of the lead body was massively damaged by squashing about 30.5cm distal of the is-1 connector pin. This damage can with high probability be regarded as the cause of the detected oversensing. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due the "subclavian crush syndrome". There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was explanted 4 months after the implantation due to oversensing. No deterioration of the patient state of health was reported. The lead is currently undergoing analysis.